Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009; inratio: 1.3; lab: 2.2. "Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2009, inr: 1.8; date: (B)(6) 2009, inr: 1.7; date: (B)(6) 2009, inr: 1.6; date: (B)(6) 2009, inr: 1.3.

Manufacturer narrative:
Meter was returned and functional test was performed; all testing criteria passed. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 1.3, lab: 2.2, mean: 1.75; confidence limits: 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter was tested when it was returned. Inr results below were excluded from comparison test since they were done more than 3 hrs apart. Three hrs is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hrs there is a high possibility that the discrepancies are due to changes in the status of the pt. Date: (B)(6) 2009, inr: 1.8; date: (B)(6) 2009, inr: 1.7; date: (B)(6) 2009, inr: 1.6. In-house precision test. Inratio meter: returned meter (B)(4). In-house meter (B)(4). Retained strip ln: 214530. Two therapeutic donors. In-house precision testing provided (inratio meter): donor 1 - return (inr): 2.8; in-house (inr): 3.2; mean: 3.00; sd: 0.28; %cv: 9.43% pass. Donor 2 - return (inr): 3.1; in-house (inr): 2.9; mean: 3.00; sd: 0.14; %cv: 4.71% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 9.43% and 4.71%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required. As of (B)(6) 2009, 3 discrepant results complaints were reported for lot#214530 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as product deficiency was not established.